Event description:
The patient was reported to have had full revision surgery. The explanted device has not been received to date.

Event description:
It was reported from periodic review of the programming history database that a high impedance event occurred for patient. The immediately subsequent system diagnostics performed on the same day both displayed normal impedance. Follow up communication with the provider determined that the cause of high impedance was not identified. The physician assessed xrays and determined that no structural abnormalities were present that could have contributed to the event. Impedance is reported to be normal. The high impedance is most likely due to an intermittent break in the lead causing a fluctuation in impedance values. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.